Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this cardiac resynchronization therapy pacemaker (crt-p) detected high out of range pacing impedances, loss of capture (loc) and high threshold measurements on the associated right ventricular (rv) lead. A lead fracture was suspected based on the angling of the lead seen on the x-ray. During the lead revision procedure a new rv lead was attached to this device and there was oversensed noise resulting in pacing inhibition. The device was explanted and replaced without incident. A setscrew issue was suspected. No adverse patient effects were reported.

Event description:
--